Manufacturer narrative:
The device was returned to olympus for evaluation. The result of the investigation is consistent with the customer's description of failure. During inspection, the reported purple image is confirmed. Based on the results of the investigation, it is likely that the following led to the malfunction: a defective charged coupled device. A device history review revealed no issues that could have caused or contributed to the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus, the video telescope "endoeye high definition ii", displayed a purple picture. The issue was found after a gallbladder procedure. The procedure was carried out as planned. There was no delay and there were no reports of patient harm.